Event description:
It was reported that, the patient with the implantable cardioverter defibrillator (ICD) system presented to the hospital for inappropriate shocks due to atrial fibrillation (af). Device interrogation revealed a code 1005, indicative of an open circuit condition during shock delivery. The right ventricular (rv) lead exhibited high shock impedances out of range. The technical services (ts) recommended to evaluate this ICD and rv lead system integrity. It was also mentioned to consider the replacement of the rv lead. The out of range measurement was only seen during the shock with reversed shock configuration. Additionally, it was mentioned that a sync shock was already made at the end of last year and is the second time of the code. At this time, this ICD remains in service. No additional adverse patient effects were reported.